Event description:
It was reported that the patient received six inappropriate shocks, and the lead exhibited oversensing and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received six inappropriate shocks, and the lead exhibited oversensing and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor was found to be fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.